Manufacturer narrative:
The subject cv-190 is not returned to olympus medical systems corp. (Omsc). Omsc will investigate this issue. Cv-190 instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure using the cv-190 and five monitors, all images that cv-190 outputs to the monitor temporarily disappeared. The user replaced the device with another similar device. A local filed service engineer visited the user¿s facility to investigate into the subject cv-190. The local filed service engineer thought there was a problem with the video connector socket connecting the scope. Also, the field service engineer found a problem that the white balance can not be adjusted correctly. There was no report of the patient¿s injury regarding this event other than the replacement of the subject device.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-00631. Olympus medical systems corp. (Omsc) checked repairing report of the subject cv-190 sent from olympus (B)(4). As a result, it was found that the e216 scope communication error was eliminated by exchanging the substrate inside the cv-190, which is responsible for the communication function with the scope, to a normal good product. There is a possibility that the board has failed due to some cause after shipment.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047 - 2018 ¿ 00631. Since the subject device cv-190 was not returned to olympus medical systems corp. (Omsc), the investigation has not been performed for the subject device yet. Confirming the device history record of the subject cv-190, omsc did not find any irregularities in such device. The instructions for use of the cv-190 include warnings or cautions describing how to handle the subject device when any irregularity is observed. Omsc has neither performed any investigation into the subject cv-190 yet nor identified the cause. Omsc estimates that the cause of the subject event is applicable to the following: due to abrasion or deformation of the video connector socket of the subject cv-190, the fitting between the connector of the scope and the video connector socket of the cv-190 became insufficient. Therefore, by moving the connector of the scope, an electrical connection failure between the connector of the scope and the video connector socket of the cv-190 occurred, causing the reported phenomenon.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047 - 2018 ¿ 00631. Olympus (B)(4) investigated the subject cv-190. Olympus medical systems corp. (Omsc) received the result of the investigation from (B)(4) as follows. There was no problem with the connection between the video connector socket of the cv-190 and the connector of the scope. No image abnormality occurred even if lateral stress was applied to the scope connected to the video connector socket of the cv-190. E216 scope communication error was reproduced. Other functions were normal and malfunction did not occur. E216 also occurred when video connector socket of the cv-190 was replaced with (B)(4) asset video connector socket. E216 also occurred when a part of boards inside the cv-190 were replaced with (B)(4) asset boards. It is planned to investigate whether the malfunction will be reproduced by exchanging the boards inside the cv-190 which have not been replaced yet. Omsc and (B)(4) investigated the subject cv-190; however the exact cause of the reported phenomenon has not been identified. No further information has been available. If we received any additional information, a supplement report will be submitted.